Event description:
It was reported that there was fluctuating lead impedance noted during follow up visit. Additionally, there was increased short interval counts (sic), noise, and several very low r-waves. A lead fracture was suspected. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was fluctuating lead impedance noted during follow up visit. Additionally, there was increased short interval counts (sic), noise, and several very low r-waves. A lead fracture was suspected. The lead will be explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the lead we explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned in partial segments for analysis. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable; beginning in (B)(6) 2013 it varied from 544ohms to 672ohms. The analyst further commented that there was an r-wave amplitude measurement issue. There were three instances on (B)(6) 2014, where r-wave amplitude measurements decreased from 16-17mv down to less than 2mv. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated. Beginning (B)(6) 2014, v sensing integrity counts went up to 30961 and vt-ns episodes with evidence of high rates (>220ms) and lead noise oversensing.